Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used for polypectomy in the colon during a colonoscopy procedure performed on an unknown date. The procedure was completed successfully with the cold snare. It was reported that post procedure the patient was re-admitted for a post polypectomy bleed. The delayed bleeding was treated with clips. It was reported that the patient was only re-admitted for the duration of the follow up procedure with clipping. The patient fully recovered following the procedure.